Event description:
It was reported that during for a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the left anterior descending (lad) artery. A taxus liberte' 2.5x32mm stent was advanced and deployed at 14 atms at the lesion site. The stent balloon was fully inflated without waste and there was no difficulty in deflating the delivery balloon. The stent was fully deployed and apposed. Upon trying to withdraw the stent delivery balloon, resistance was encountered. The physician deep seated the guide in order to remove the balloon. The balloon was removed from the patient intact and the stent remained implanted. No patient complications were reported and the patient status was reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)